Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned to the manufacturer at the time of this report. Catalog number reported is not being manufactured currently. However, samples from another catalog number from the same family were taken from the current production, and visually inspected. The issue reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. It is necessary to receive the physical sample of the device involved in this complaint in order to perform a proper investigation to confirm the alleged defect, determine a root cause and any corrective actions necessary. Customer complaint cannot be confirmed at this report time. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges the adapter comes off the ett once the temperature increases during established ventilation circuit, resulting in a patient desaturating. The ett was exchanged. No report of patient injury. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit v5-10315 et tube, hvt, 7.5, nova plus for investigation. Visual examination of the returned device revealed that the connector was firmly seated in the tube which indicates that the connector most likely did not disconnect from the tube side. There was a hole in the balloon cuff which would prevent the device from properly inflating. The inner and outer diameters of the machine side (proximal end) of the connector were measured. After measurement, it was confirmed that both the inner and outer diameters met the range of acceptable tolerances. No dimensional issues were found to suggest that the connector would disconnect during use. The instructions for use (IFU) for this product states, "the 15 mm connector may be loosely seated due to the relaxation of the tube material around the connector. Seat the connector firmly in the tracheal tube. For a secure connection, the contacting surfaces must be clean and dry when seating the connector." "Seat the 15 mm connector firmly in the adapter on the ventilator equip ment to prevent disconnection during use. Ordinarily the security of the connection is increased by twisting the two elements together." Other remarks: "non-standard dimensions of some connectors on ventilator or anesthesia equipment may make it difficult to securely mate with the tracheal tube 15 mm connector. Use only the equipment having 15 mm connectors that are standard in compliance with iso 5356-1". The reported complaint of "adapters come off during use" could not be confirmed based on the returned sample. No problems were found with the connector. The sample was returned with the connector firmly seated in the tube which indicates that the connector most likely did not disconnect from the tube side. The inner and outer diameters of the machine side (proximal end) were both within the acceptable range of tolerances. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No issues were found with the connector of the returned device.

Event description:
Customer complaint alleges the adapter comes off the ett once the temperature increases during established ventilation circuit, resulting in a patient desaturating. The ett was exchanged. No report of patient injury. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Corrected data: adverse event' added. Corrected to 'serious injury'.

Event description:
Customer complaint alleges the adapter comes off the ett once the temperature increases during established ventilation circuit, resulting in a patient desaturating. The ett was exchanged. No report of patient injury. Patient condition reported as "fine".